Event description:
In 2009, a company rep reported the release button on the pt's insulin infusion set insertion device is defective. She stated the pt had an elevated blood glucose reading of 300 mg/dl due to being off of insulin pump therapy. She said the pt was unable to use the insertion device and she needed to change her headset, so she stopped using her infusion device. On follow up with the pt a week later, she stated the insertion device "misfires" and that about 1 month ago "it shot an infusion set into my hand." She stated that "sometimes it works and sometimes it doesn't." She said, on the date of report, she could not get the insertion device to release the headset, so she stopped using her infusion device. She was without insulin for 8-9 hours and did not give herself any insulin injections during that time. She said that once she inserted a headset and connected back to her infusion device her blood glucose decreased. Her target range is 175 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for evaluation.